Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data. There were two patient alerts for out of target subthreshold lead impedance (B)(6) 2013. The daily high volt lead trend data show various spike increases for defibrillation and superior vena cava coil defibrillation equal to 70 to 160 ohms range between (B)(6) 2013. There was out of range high impedance on both coils. (B)(4) implantable cardioverter defibrillator, (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary - the partial lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Event description:
It was reported that the impedance on both the right ventricular coil and the superior vena cava coil increased and an alert triggered for high impedance on both coils of the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.